Manufacturer narrative:
The device was received contaminated with blood in a ziploc bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed (including clear passage and pressure test); which a leak between the next-gen luer activated device (one-link) and female luer lock. The reported problem was verified. The cause of the condition was due to human production during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a extension set with one-link needle-free lv connector was leaking at the male luer lock. This was noticed before patient use. There was no patient involvement. No additional information is available.